Event description:
It was reported that, "clamp is disfunctional. Teeth that hold the clamp in place are worn. Needs replacing."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.